Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and "45 seconds [into the procedure] the patient's blood pressure dropped and the patient coded." Chest compressions were performed and the patient was revived. The patient was transferred to the emergency room (ER). On (B)(6) 2017 it was reported the patient was discharged from the ER with no diagnosis and is currently doing fine.